Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-613-1, batch 47321717 punch was received for investigation. Visual inspection identified a crack spanning the entire diameter of the blue radel handle. During a review of the device history record associated with the complaint batch, it was identified that the device has been in service since 2017. In conjunction with the date of manufacture and the metal fatigue observed across the remainder of the device, the most probable cause of the event is attributed to wear and tear damage accumulated over repeated usage.

Event description:
It was reported that the ar-613-1 is broken. No patient harm reported.